Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A (B)(4) service representative performed a checkout of the equipment and found the equipment to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, during a case, the screen froze. The unit was reportedly rebooted and the case continued. There was no reported patient injury.